Event description:
Reporter stated she has gotten a couple of the er1 messages. Reporter retested to a satisfactory result. Reporter also stated she did not run the control solution test. Reporter does sometimes compare dot on color chart and she stated that it "usually compared with the reading I got."